Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during crrt, 15cm trialysis catheter placed in the ij came out of the patient. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the powertrialysis catheter came out of the patient was inconclusive due to the sample condition. One photograph was provided for investigation. The photo showed the trifurcation region of a 15cm powertrialysis. The distal end of the catheter and the proximal end of the extension legs were not visible in the photograph. Residue from use was visible on the device. Sutures were tied through the rotatable suture wing. A dressing was visible behind the bifurcation and extension legs. The removable suture wing was not visible in the photo. From the photo it could not be verified that the catheter came out of the patient or if the removable suture wing was used to secure the device in place. The product IFU states, ¿the rotatable, pre-attached suture wing is oriented to the skin surface and the catheter is attached using a suture. When placing the catheter, use the removable suture wing to minimize movement at the exit site. Using your fingers, squeeze the suture wing together so that it splits open and place the wing around the catheter near the venipuncture site. Secure the wing onto the catheter by tying sutures around the wing using the suture grooves. Secure the removable wing in place by suturing through the holes or by using adhesive wound closures.¿

Event description:
It was reported that during crrt, 15cm trialysis catheter placed in the ij came out of the patient. No other information was provided.